Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms throughout the day. Customer had elevated blood glucose levels (338 mg/dl). Customer changed out supplies prior to calling into tandem technical support, therefor, no troubleshooting was able to be performed. In addition, the customer received a button alarm. Tandem technical support educated the customer on how to prevent button alarms from being triggered.